Event description:
It was observed that during the device evaluation, the uretero-reno fiberscope exhibited detachment of the bending section, and detachment the plastic cover at distal end. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, it is likely the following led to the malfunction: either excessive or inadequate physical force exerted on it by another object resulting in problems, e.g. Wear, bending, deformation, fracture, fatigue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.